Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported a false negative result associated with the vidas® rub igg ii assay ((B)(4)). The customer obtained a negative result on vidas® (7 ui/ml) on (B)(6) 2015 for a pregnant woman with the vidas® rub igg lot 1003788010 (expiration date 18-jan-2016). The technique cobas gave a positive result at 17.41 on the same sample. The patient is a pregnant woman at (B)(6) of pregnancy. The customer repeated the same sample on (B)(6) 2015 using the kit vidas® rub igg lot 1003903030 (expiration date 16-mar-2016) and the result was still negative at 7 ui/ml. The clinician did not agree with these results because the patient was vaccinated. The vidas rub igg ii ((B)(4)) is not sold in the us; however, a similar product vidas® rub igg ((B)(4)) is sold. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to a patient's state of health. Culture submittal has been requested by biomerieux for internal investigation. Biomerieux internal investigation will be conducted.

Manufacturer narrative:
Biomérieux investigation was conducted. No sample was submitted by the customer. Evaluation of the vidas® rubella igg ii (lot 1003903030) indicates no anomaly identified during manufacturing qc. There was no non-conformity related to the customer's issue. Internal qc samples (positive and equivocal) were tested with retain kits of the customer lot. Kit performance was in accordance with specifications. It seems that there is anti-rubella ab in the serum, but with a rate below the vidas® system's technical detection threshold. The package insert for vidas® rbg ii indicates sensitivity is not 100%, evidenced in the following excerpt : "relative sensitivity was established for each study in comparison with two commercialized reagents. Study a: sensitivity: 97.87% (95 % confidence interval: 94.57% - 99.18%). Study b: sensitivity: 95.45% (95% confidence interval: 91.74% - 97.54%). Since a few rare cases of reinfection with rubella have been reported in previously vaccinated or infected women, certain authors have suggested revaccinating subjects at risk when the level of anti-rubella igg is less than 25 iu/ml. "